Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient's nurse reported that the patient had inflamed skin on her back under the therapy electrode pads. The patient's doctor prescribed a salve for the skin irritation. Follow-up indicated that the patient's skin irritation was healing.